Event description:
According to the operative procedure notes, following injection of contrast into the right groin for possible closure device the arterial sheath was removed and closure device (exoseal 6fr) was deployed. Seventeen seconds later, the closure device was noted to have failed. Arterial sheath pulled and manual pressure held for 20 seconds. Oozing noted after holding manual pressure; therefore, a femstop device was applied to site with successful hemostasis. Femstop removed and opsite dressing and sandbag applied.